Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. The customer declined to answer whether their blood glucose level exceeded certain thresholds, so there was no reported impact on the customer's blood glucose level. Technical support assisted the caller by providing information to reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.